Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the fenestrated bipolar forceps instrument cable was in a loop. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be loose. One of the pitch cables was starting to unravel causing it to look like it in a loop. An additional observation not reported by site was that the instrument's pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.